Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during patient procedures the video image on the monitors connected to their hexavue custom room rack are "going blank" and loosing video signal. Procedures were completed successfully following a short delay. No report of injury.